Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion from the distal to the mid right coronary artery (rca). Two unspecified stents were implanted between the distal and mid rca. However, there was a gap between the deployed stents and the lesion was not fully covered. Thus, a 3.5x18mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated up to 16 atmospheres and the stent was deployed. The sds was withdrawn and resistance was noted with a non-abbott guide wire. The sds and guide wire were withdrawn from the patient anatomy as a single unit. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis with the inner member separated. Follow-up with the site determined that the site was unaware of the inner member separation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.